Event description:
It was reported that a patient underwent a pulmonary vein isolation ablation procedure with a qdot-micro, uni-directional, d curve, c3, split handle after approximately 40 minutes since the start of the catheter's usage there was a char identified on the posterior wall of the left pulmonary vein. The char was found on the tip of the electrode. The exact timing pop occurred could not be identified, but power settings were 50w and 90w. There was no increase in impedance during ablation. The physician commented that insufficient irrigation when using 90w may cause charing on the proximal side of the tip electrode. The patient was anticoagulated with heparin, and the activated clotting time (act) was 250. There were no issues with the pump switching between low and high flow. The thrombus was removed and irrigation flush was conducted. The procedure was continued. No patient consequences have been reported.

Manufacturer narrative:
E1 (B)(6). The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and functional test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. However, char residues were observed on the tip by decontamination site. The irrigation, temperature and impedance test were performed and the device was found working and irrigating correctly. No irrigation, temperature or impedance issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31122955l and no internal actions related to the complaint were found during the review. The char reported by the customer was confirmed. The evaluation determined that char is a physical phenomenon of radiofrequency, it can be the normal result of the ablation process. The instructions for use contain the following guidelines: monitoring the temperature from the electrode during the application of rf current ensures that the irrigation flow rate is being maintained. Using tip temperature to guide ablation could result in deeper lesions and an increased risk for collateral damage. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001457026